Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient began experiencing pain in their rectum area and down their right leg after charging their device and it is ongoing. The patient had not been able to urinate for a few days. The patient was advised to go to the ER, but they did not want to because they did not want a catheter to be placed. The patient did not want to turn the stimulation down or off. Follow up reported that the patient was no longer in pain and stated that the previous sensation was a one-time situation when charging the device. Impedances were checked and they looked fine. There were no additional patient complications. The patient later stated that they were experiencing pain down their right leg only while charging and shortly thereafter. Their impedances were checked without any notable issues. Their physician advised them to attempt to charge with their device off and see how they felt. The patient was scheduled for revision surgery on (B)(6) 2025.

Event description:
It was reported that the patient began experiencing pain in their rectum area and down their right leg after charging their device and it is ongoing. The patient had not been able to urinate for a few days. The patient was advised to go to the ER, but they did not want to because they did not want a catheter to be placed. The patient did not want to turn the stimulation down or off. Follow up reported that the patient was no longer in pain and stated that the previous sensation was a one-time situation when charging the device. Impedances were checked and they looked fine. There were no additional patient complications. The patient later stated that they were experiencing pain down their right leg only while charging and shortly thereafter. Their impedances were checked without any notable issues. Their physician advised them to attempt to charge with their device off and see how they felt. The patient was scheduled for revision surgery on (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.